Manufacturer narrative:
Argus case (B)(4).

Event description:
Patient swallows the product [accidental device ingestion]. Stomachache due to the use [stomach pain]. It tastes oil in the mouth [medication after taste]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of accidental device ingestion in a female patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown for product used for unknown indication. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant), stomachache and medication after taste. The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the accidental device ingestion, stomachache and medication after taste were unknown. It was unknown if the reporter considered the accidental device ingestion, stomachache and medication after taste to be related to corega (unspecified denture adhesive or denture cleanser).this report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the reporter reported that corega, surely all they were saying was true because she used it and it looked like it tastes oil in the mouth and that she was feeling stomachache due to the use, because she had swallowed sometimes, and it was very expensive and it did not last the time. There was unclear information regarding patient.